Event description:
The rptr initially called to state that the lancet will not come down to stick her finger and the plunger button will not stay down. She states that she rec'd an accidental stick after retrieving the lancet from the accu-chek softclix lancet device. No medical attn required. The rptr also states that the lancet device does not retract back into the cap of the accu-chek softclix plus lancet device after firing. The rptr discovered this during the call to the accu-chek customer care svc ctr agent. No action taken or treatment given based on the lance device issue. No adverse event reported. New lanced device with lancets sent and return requested.